Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas e411 disk analyzer. The customer alleged that 50% of samples tested had reactive results. When confirmed with a rapid test, the same samples were non-reactive. No specific data was provdied.